Event description:
A home pt contacted baxter's technical service center regarding a check supply line. The home pt pulled the spike out of the heater bag and respiked a supply bag. Baxter technical service rep advised that home pt to contact the nurse regarding being connected to the home choice and respiking the bags. No pt injury or medical intervention was associated with this report per the home pt.